Manufacturer narrative:
The samples were not returned for evaluation. Both investigations were inconclusive for tilt, perforation, limb detachment, and retrieval difficulties. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model, rf310f, vena cava filter, allegedly experienced tilt, limb detachment, perforation, and retrieval difficulties. This information was received from multiple sources. The malfunctions involved two patients without consequences. The patients' age , weight, and gender were not provided.

Manufacturer narrative:
H10: the reported two malfunctions were reassessed for reportability and determined to be reportable as serious injury and were reported under emdr 2020394-2021-80559 and 2020394-2021-80784. The samples were not returned for evaluation. Both investigations were inconclusive for tilt, perforation, limb detachment, and retrieval difficulties. The root cause could not be determined. The devices were labeled for single use. H10: g3. H11: g1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, limb detachment, perforation and retrieval difficulties. This information was received from multiple sources. The malfunctions involved two patients without consequences. The patients' age, weight, and gender were not provided.